Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log and when performing a rack rotation test the same error occurred. Fse observed that the step feed flag was out of position and that something had caused the flag to slip. Fse adjusted the step feed flag to the correct position. Fse verified the resolution by performing a successful rack rotation test and quality control run without error, and within acceptable range. The aia-900 analyzer is functioning as expected. No further action is required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operators manual under section 12: flags and error messages state the following: [2300] s.loader step feed failure. Cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event was due to a misaligned step feed flag.

Event description:
A customer reported error "2300 sample loader step feed failure¿ on the aia-900 analyzer. The customer rebooted the analyzer, but the error persisted. A tosoh technical support specialist (tss) instructed the customer to check for obstructions, none found. Tss instructed the customer to perform an all set home, the error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.